Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the product was shipped back with the obturator inserted in the cannula. Functional testing found that the device failed an air leak test. It was reported that during a laparoscopic rectosigmoidectomy, the trocar began to leak gas from the abdominal cavity after the surgeon used a hemostatic clip, which further damaged the seal of the trocar. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issues can occur when contact is made with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic rectosigmoidectomy, the trocar began to leak gas from the abdominal cavity after the surgeon used a hemostatic clip. This issue further damaged the seal of the trocar. The gas leak became more evident when using 5 millimeter clamps on the trocar. Despite the issue, the procedure was completed without replacing the trocar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.